Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they had a one spot where the device sits that burned if they bump it. Patient mentioned that it seems like was a stitch pulling. Patient also said it felt like it was on a nerve or muscle or something in their leg and it was kind of weak. The patient was redirected to their healthcare provider to further address the issue. Agent offered to decrease the stimulation but patient mentioned that they already knew how to do that on their own. They had post op appointment (appt) next monday.